Event description:
The surgeon implanted a 3-piece silicone lens model aq20003v and the haptic broke during insertion. It was indicated that the cause of the lens damage was unknown. The lens was implanted and removed without patient injury. Contact stated the msi-pm injector , lot number unknown, and the aq cartridge fp, lot number 1195180, were used during surgery.